Event description:
The initial reporter alleged discrepant positive results for the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module for three patient samples. The customer is using the assay in an e-flow workflow. For patient 1, a sample collected in (B)(6) yielded a reactive result of 2.800 coi on the first run, a non-reactive result of 0.412 coi on the second run, and a reactive result of 1.100 coi on the third run. A subsequent sample collected in october yielded a reactive result of 3.010 coi on the first run, a non-reactive result of 0.396 coi on the second run, and a reactive result of 1.210 coi on the third run. The sample was confirmed negative by an enzyme-linked immunosorbent assay (elisa) method at a public health laboratory and was also non-reactive for hepatitis b core (igm and igg). The patient had a high anti-hepatitis b surface antigen (a-hbs) titer of 280875 iu/l and was reported to have been vaccinated against hepatitis b. For patient 2, the sample yielded a reactive result of 1.63 coi on the first run, a non-reactive result of 0.433 coi on the second run, and a non-reactive result of 0.980 coi on the third run. The a-hbs titer was 210340 iu/l. For patient 3, the sample yielded a reactive result of 1.810 coi on the first run, a non-reactive result of 0.419 coi on the second run, and a reactive result of 1.190 coi on the third run. The a-hbs titer was 264180 iu/l. All samples were confirmed negative by elisa at a public health laboratory.

Manufacturer narrative:
The hbsag g2 reagent expiration date was not provided. The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. A general reagent issue was excluded as a potential cause. The investigation revealed that the measuring cells of the analyzer were out of specification at the time of the reported event, as they had not been replaced in over 22 months, exceeding the recommended replacement interval of 12 months or (B)(4) tests. All patient samples were retested on a cobas e 801 analyzer using a different reagent lot, and all results were determined to be non-reactive. The measuring cells were replaced on (B)(6) 2021, and the analyzer was returned to operation. A definitive root cause for the reported event could not be determined based on the available information.